Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient complained of blurred vision; visual acuity was not being clear (cloudy) even though best corrected visual acuity was 20/25. The quality of visual acuity was poor. Additionally, the outcome significantly interferes with activities of daily life. In follow-up, to explant the lens the incision was enlarged to 4mm and a vitrectomy was performed on a patient's right eye. The proximal haptic was amputated and the optic was dissected to the center and cartwheeled out. The lens was replaced with a non-amo lens. Reportedly, the patient has recovered.

Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Returned to manufacturer: 06/25/2015. Device returned to manufacturer: yes. The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection with the unaided eye showed lens is damaged, one haptic is detached and the lens optic is torn. The lens condition is consistent with a lens that was explanted from the patient's eye. Considering the condition of the returned lens, additional analysis is not possible. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.